Event description:
Covidien (B) (4) received a report from customer which alleged that a n-295 unit was seen with smoke and thermal damage. No patient was in the room and no flame was seen.

Manufacturer narrative:
The unit was requested to be returned to manufacture for investigation but has not yet been received.